Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the unit was being pushed down a hall and there was a dip in the floor, which caused the whole device to fell over. Touch screen broke due to the fall. Damaged part was replaced. The device was delivered to the user in working condition. The incident was determined to be the result of accidental damage during transport.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator fell over during transport. There was no patient involvement. (B)(4).